Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the screwdriver broke during insertion of the central screw. The tip of screwdriver could not be removed from head of the central screw and the fragment sits flush with the surface of the screw. The depth gauge indicated that glenosphere can be inserted to the baseplate securely. Surgery was successfully finished, no adverse conditions. Torque indication adapter (ar-9545-t15h) was not used during the surgery.